Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue was being approximated or sutured when it broke? What was used to complete the procedure? A photo upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient, who presented to the emergency room with a work accident injury on the right side with pain and bleeding, underwent a wound closure on (B)(6) 2021 and suture was used. During the wound closure, at the moment of proceeding to suture it, the suture breaks into two parts. There were no adverse patient consequences. Additional information was requested.